Manufacturer narrative:
That are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient via the left side for the treatment of a 5.4 cm in diameter abdominal aortic aneurysm. It was reported that significant stenosis on the passage of the left limb to native artery was observed on the magnetic resonance angiography (mra) with contrast done approximately four years and six months after the index procedure. Doppler ultrasound done approximately one month later showed no abnormality of the stent graft. There was only increased peak systolic velocity (psv) ratio in the proximal iliac stent graft. Digital subtraction angiography (dsa) done approximately two months later confirmed the significant stenosis on the left limb to the native artery. The stenosis was most likely due to sub-optimal expansion of the left limb stent graft. The sub-optimal expansion of the left limb stent graft observed during the index procedure was acceptable result, thus it was left untreated. The patient received treatment five years later. In-patient hospitalization was required. The physician implanted a self-expandable stent from another manufacturer and the self-expandable stent was modeled with a balloon. The blood flow in the left iliac artery increased after the secondary procedure. The stenosis resolved eight days later. The investigator assessed the stenosis was not related to the device or procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.